Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to channel blockage issues. In an effort to further investigate the potential root causes, we have initiated r-CAPA-25-0060. We will continue to track and trend channel blockage issues. This event is filed under internal complaint: (B)(4).

Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).

Event description:
Its been reported, doctor was not able to pass a 200 micron laser fiber and a 2.2 fr basket down the working channel of the scope. The surgeon was unable to get all stones out of the patient but the documented that the stones were nothing that was deemed to be obstructive. No additional surgery was required. No death or (unanticipated) serious deterioration in state of health reported.